Event description:
Per the distributor, the patient had an infection at the implant site and the device was explanted on an unknown date. It is unknown if the patient was re-implanted with another device.